Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. Follow up with the clinic indicated the patient has been seen since and no intervention measures have been taken. The lead remains in use. No patient complications have been reported as a result of this event.